Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation related to burning sensation, pain, swelling and redness which are addressed in the product labeling and risk documentation. An investigation conclusion code of cause not established was selected for the allegation of communication or transmission issue. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient complained of their right leg being red, swollen, feeling pain, and feeling hot. The patient was wearing temperature sensitive nail polish and the left and right toenails had different colors. The patient could not connect their remote when trying to troubleshoot. The patient was advised to try other troubleshooting steps and then they turned their stimulation off. There are no issues at the ins site - no swelling or redness. No impedance issues. The device was off upon arrival of the patient's visit (and per therapy history it has been off for the last 30 days). Stimulation was turned back on. The patient will follow up with their primary care provider. The patient responded that they did meet with their primary care provider but they did not share their findings. The territory sales manager said the patient reached out to them and reported they are in a lot of pain. The nurse who administered the pain shot to the patient took a photo of the injection site. The photo of the injections site showed redness. The patient has not been able to get a referral from their primary care provider yet to see the implanting physician. The patient stated they feel better, still have some pain but they are able to drive.

Event description:
It was reported the patient complained of their right leg being red, swollen, feeling pain, and feeling hot. The patient was wearing temperature sensitive nail polish and the left and right toenails had different colors. The patient could not connect their remote when trying to troubleshoot. The patient was advised to try other troubleshooting steps and then they turned their stimulation off. There are no issues at the ins site - no swelling or redness. No impedance issues. The device was off upon arrival of the patient's visit (and per therapy history it has been off for the last 30 days). Stimulation was turned back on. The patient will follow up with their primary care provider. The patient responded that they did meet with their primary care provider but they did not share their findings. The territory sales manager said the patient reached out to them and reported they are in a lot of pain. The nurse who administered the pain shot to the patient took a photo of the injection site. The photo of the injections site showed redness. The patient has not been able to get a referral from their primary care provider yet to see the implanting physician. The patient stated they feel better, still have some pain but they are able to drive.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed to include the update for the h6 fields.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient complained of their right leg being red, swollen, feeling pain, and feeling hot. The patient was wearing temperature sensitive nail polish and the left and right toenails had different colors. The patient could not connect their remote when trying to troubleshoot. The patient was advised to try other troubleshooting steps and then they turned their stimulation off. There are no issues at the ins site - no swelling or redness. No impedance issues. The device was off upon arrival of the patient's visit (and per therapy history it has been off for the last 30 days). Stimulation was turned back on. The patient will follow up with their primary care provider. The patient responded that they did meet with their primary care provider but they did not share their findings. The territory sales manager said the patient reached out to them and reported they are in a lot of pain. The nurse who administered the pain shot to the patient took a photo of the injection site. The photo of the injections site showed redness. The patient has not been able to get a referral from their primary care provider yet to see the implanting physician. The patient stated they feel better; still have some pain but they are able to drive.